Manufacturer narrative:
Concomitant medical product: c310c29 tissue valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post-implant, the right ventricular (rv) lead exhibited high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.